Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to eos indication. An event was created due to analysis findings.